Event description:
A malfunction alarm with the code malf 15 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears.